Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a pump temperature issue. The reporter denied damage and moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: a review of the pump black box data showed a sudden drop in voltage had occurred. During testing, the pump was exercised for 24 hours with no power loss, reboots, or overheating occurring. The pump electrical current draws were within specification. The pump was opened and no evidence of moisture was observed in the battery compartment or inside the pump. The power flex and components were inspected with no defects found; no damage was observed to power circuit. The battery was not returned with the pump. The complaint of a temperature issue was no duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.